Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg/dl. Reportedly, the cause of the high bg levels were because the customer did not deliver a bolus after consuming carbohydrates. The customer delivered a bolus to address high bg levels. Although requested, no additional information was provided regarding the reported issue.